Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. An iliac branch component was implanted on the left side, and an iliac extender endoprosthesis was implanted distally to extend the external iliac leg of the iliac branch component. On july 11, 2022, a follow-up exam reportedly revealed ankle brachial index (abi) had decreased from 0.82 (measured one-week post-procedure) to 0.52. Additionally, the external iliac leg of the iliac branch component side was noted to be occluded. According to the report, the iliac extender endoprosthesis which was implanted distally of the external iliac leg may also have been occluded. The left internal iliac artery was reportedly patent, and no symptoms of ischemia were identified. The physician will continue to monitor the patient. If symptoms appear, then the physician will consider femoro-femoral bypass. The physician made the following comments: the diameter of the external iliac artery was adequate. The patient¿s medical history included peripheral artery disease (popliteal artery stenosis). Blood flow of the deep femoral artery was secured, and preoperative abi was normal. The patient developed deep vein thrombosis due to long-term inactivity after a bone fracture. The patient takes a steroid as treatment, which might have been related to thrombus tendency. The iliac extender endoprosthesis was implanted from about 1.5cm below the flow divider of the iliac branch component. It might have been better that the iliac extender endoprosthesis was implanted from the flow divider.

Manufacturer narrative:
Please note: this medwatch report captures the alleged device occlusion attributed to the gore® excluder® iliac extender component. Events associated with the gore® excluder® iliac branch component have been captured and reported separately in medwatch report #3013164176-2022-01457. (B)(5). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.